Manufacturer narrative:
B5 describe event or problem: updated. H6 patient codes: updated.

Event description:
It was reported that complete heart block occurred. The moderately calcified native aortic annulus was treated with balloon aortic valvuloplasty with an 18mm balloon. A 23mm lotus edge valve was advanced for implantation. Upon deployment of the valve, the patient went into complete heart block. A temporary pace maker was used to treat the complete heart block. The lotus edge valve was successfully implanted. Two days post lotus edge valve implant, the patient received a permanent pace maker. It was further reported on the same day of the index procedure, a minor vascular complication and vascular surgery or intervention occurred.

Event description:
It was reported that complete heart block occurred. The moderately calcified native aortic annulus was treated with balloon aortic valvuloplasty with an 18mm balloon. A 23mm lotus edge valve was advanced for implantation. Upon deployment of the valve, the patient went into complete heart block. A temporary pace maker was used to treat the complete heart block. The lotus edge valve was successfully implanted. Two days post lotus edge valve implant, the patient received a permanent pace maker.